Manufacturer narrative:
A pump was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance, a ht50 ventilator had a piston that was not moving smoothly and was generating a scraping sound during the ventilation process. The ventilator was not in use on a patient at the time of the reported event. Medtronic/covidien was not authorized to repair the device as the product was not in medtronic/covidien control. The repair was completed at a non-medtronic/covidien location. The manifold assembly was replaced. The manifold assembly was returned to medtronic/covidien for evaluation. Evaluation has not been completed at this time.